Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had severe calcification and an agatston score of 3180. A pre-balloon valvuloplasty (bav) was performed with a 16mm non-abbott balloon. Due to the patient's calcification at 80% implant, the device expanded in an elliptical shape with a severe perivalvular leak (pvl) present. The device was re-sheathed twice. Upon the third deployment attempt, the device expanded normally, however the pvl remained. The implant depth at 80% was 3mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The decision was made to remove the device and delivery system from the patient and cancel the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported due to the patient's calcification the navitor valve expanded in an elliptical shape with a severe perivalvular leak (pvl) present. Also reported that upon the third deployment attempt the device expanded normally, however the pvl remained. Field indicated that the patient had severe calcification. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the reported valve under expansion appears to be related to anatomical condition (severe calcification). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had severe calcification and an agatston score of 3180. A pre-balloon valvuloplasty (bav) was performed with a 16mm non-abbott balloon. Due to the patient's calcification at 80% implant, the device expanded in an elliptical shape with a severe perivalvular leak (pvl) present. The device was re-sheathed twice. Upon the third deployment attempt, the device expanded normally, however the pvl remained. The implant depth at 80% was 3mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The decision was made to remove the device and delivery system from the patient and cancel the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.